Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon performed a tumor resection, the anesthesiologist found that the tracheal intubation balloon was damaged during the general anesthesia intubation of the patient. The tracheal tube was immediately replaced and re-fixed. It was stated that effective respiratory passage of the intraoperative patient was established and the operation was successfully completed.